Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 230 mg/dl on (B)(6) 2025. Cause was unknown. Reportedly, due to the bg level, the customer fell. While in the hospital, the customer was treated with intravenous fluids of saline and insulin. In addition, it was reported that the customer was in a coma and placed on a ventilator. Customer was discharged 28 days later, (B)(6) 2025 with the issue resolved. No additional information regarding this event was provided.